Event description:
This report addresses the issue of use error- breach in aseptic technique. During troubleshooting for check lines and bags alarm, while on home choice (hc) device during use, during fill, the care giver(cg) stated she never closed the clamp on the unused line. The cg was not able to tell if there was air in the lines. The technical service representative (tsr) explained about closing the clap on unused line. At that point, the cg stated that maybe it was. The tsr advised to inform the registered nurse(rn) regarding this event and ending therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a report of use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause code could not be determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.